Event description:
It was reported, the patient had an unrelated knee surgery and did not recharge the ipg nor use the scs system. The patient reported, he was able to recharge for a short time, then was unable to recharge the ipg. A replacement charging system was sent to the patient. The sjm representative met with the patient and determined the ipg was nonresponsive, and would not communicate with external devices. It was reported, the physician planned to undertake surgical intervention to address the issue at a future date.

Manufacturer narrative:
Recall: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.